Event description:
Device 2 of 2. Reference MFR report #1627487-2016- 01267. It was reported the patient's leads were explanted and replaced. The patient receives effective therapy which resolved the patient's issue.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016- 01267. It was reported the patient felt that lead migration has occurred and subsequently received unintended stimulation in the rib cage and left leg. Reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.